Manufacturer narrative:
Corrected b3: date of event (B)(6) 2019.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses using a gore® dryseal flex introducer sheath and gore® molding & occlusion balloon. The sheath was inserted from the left femoral artery. The trunk ipsilateral leg endoprosthesis was deployed and the proximal end was ballooned. Two contralateral leg endprostheses and an iliac extender endoprosthesis were implanted in the right limb and ballooning was performed. Imaging was then taken and it revealed a dissection of the left external iliac artery. A contralateral leg endoprosthesis was implanted and relined with a stent (epic) in the left external iliac artery to repair the dissection. The dissection was reportedly resolved. Final imaging identified a suspected proximal type I or type ii endoleak. Ballooning was then performed again to the proximal end of the trunk ipsilateral leg endoprosthesis. After ballooning an endoleak was still reported. The physician decided to monitor the patient and it was reported that the patient tolerated the procedure. Reportedly the vessel diameters in the left external iliac artery were 8 mm and no resistance was felt. The physician stated, ¿that it could not be determined when the dissection occurred and which procedure truly led to the dissection.¿